Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Customer alleged that the pump's carbohydrate ratio needed to be adjusted. Customer consumed six glucose tablets to address the low bg. Tandem technical support advised the customer to consult with a healthcare provider to make settings adjustments.